Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow up computed tomography (CT) showed a type 3a separation and endoleak. The physician elected to implant an infrarenal aortic extension to repair the separation and seal the endoleak. The patient is in stable condition.